Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. All operating currents are within specification. Unit was monitored and no blank display noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 49 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.